Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument has a broken pitch cable. Intuitive motion was not being experienced at the wrist upon manual input of the disk knob because one pitch cable was found broken at the wrist. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation, the instrument had a broken pitch cable.

Event description:
It was reported during a da vinci myomectomy surgical procedure, that the permanent cautery spatula instrument was not responsive. Upon further inspection, a broken cable was observed on instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.